Event description:
It was reported to olympus, that the evis lucera elite gastrointestinal videoscope angle was low. Inspection and testing of the returned device found that foreign material came out of the nozzle and the insertion part had foreign matter. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending angle in the up direction and play of the up/down knob did not meet standard value due to wear of the angle wire. The adhesive on the bending section rubber had a chip and a white clouded area. The water removal ability did not meet standard value due to clogging of the nozzle and the grip was shaved. The adhesive around the objective lens was peeled and a white clouded area. The light guide lens had a scratch and the nozzle was deformed. It was also noted that the connecting tube had a dent. It was noted that the device was cleaned, disinfected and sterilized prior to being returned to olympus. The customer could not identify the foreign material. There was no delay in precleaning and no issues with reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it was not possible to find a probable cause for the foreign material remaining in the device based on the obtained information. A definitive root cause of the error could not be identified. This issue is addressed in the instructions for use (IFU): the event can be detected and prevented in accordance with the following IFU. The instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.